Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the device stops working affecting the illumination of the display. The abnormal noise could not be reproduced however, the reported issues are due to a defective mainboard. These findings were assumed to be caused by wear and tear damage with increased use over time. There were no other findings during the evaluation of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the high flow insufflation unit had a screeching tone and the lights in the display went out. The customer further detailed that the on/off button still lights up green and when the button is turned off and then on, the unit works again. This issue occurred a total of three times. The reported issue occurred during the start of an unknown procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that ¿the device stops operation and display flashes¿ due to main board failure. It was recommended to replace the printed circuit board (pcb) as a middle repair to return the instrument to specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.